Event description:
It was reported that the ventricular lead exhibited gradually increasing impedances, and a sudden increase in thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead - (B)(6) 2004. (B)(4).